Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5 to treat lumbar stenosis. Sometime post op the patient underwent a revision surgery due to a broken rod. Screws were also added at l3 and the rods were replaced bilaterally. The patient experienced leg pain. No additional patient complications were reported.

Manufacturer narrative:
A section of rod returned ¿35mm returned. A microscopic exam of the fracture surface reveals that some material overload has occurred. There is a large amount of surface smearing not allow a true view of the fracture surface. Due to the smearing no root clause could be determined.

Manufacturer narrative:
Additional info: correction: part and lot.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.